Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivering. The customer¿s blood glucose level was 354 mg/dl at the time of incident and treated with manual bolus. Customer has been using insulin pump system within 48 hours of reported high blood glucose events. Troubleshooting was declined for high blood glucose. The device will not be returned for analysis.